Event description:
During a follow-up the physician observed some episodes of vt/vf as a result of artifacts. The lead was explanted.

Manufacturer narrative:
The reason for return was confirmed. The outer insulation of the is-1 connector leg was damaged/abraded as a result of friction to ICD can. The reported over sensing could occur when the exposed metal of the sensing coil comes in contact with the ICD can. The lead exhibited normal electrical characteristics.